Manufacturer narrative:
The customer reported event of 'catheter leak' was confirmed during functional testing. The most probable root cause is due a latent material defect. During visual inspection, there was no physical damage observed on the catheter. Blood residue was observed on the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance, except for the distal port was clogged with blood. The catheter was connected to a pressurized inflation device and tested with the related customer's returned start-up kit. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal luer confirming the customer's complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for quattro catheter with lot 93383.

Event description:
It was reported that during normothermia-phase after ivtm tgxp thermogard hypothermia treatment, the customer detect air bubbles in the start-up kit (suk) and an empty saline bag. No consequences or impact to patient were reported.